Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 35 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling weak as well as shaky and unresponsive. Once the paramedics arrived the patient was treated with glucose. The patients reported blood glucose after treatment from the paramedics was 190 mg/dl. The patient was taken to the hospital as they were sill lethargic. The patient was released from the hospital after 5 hours. The patients pod will not be returned as it has been discarded.